Event description:
Administration of drug via wrong route: nursing staff found epidural of hydromorphine 10 mcg/ml and bupracaine 1/16% hooked up to IV as piggyback. Bag that was charted as hung at 1725 was empty. Epidural was stopped immediately (epidural was infusing at rate of 6ml/hr). Pt noted to be confused to time and place, pulling off wires and oximeter. Pt was restless and trying to get out of bed. Resp rate 18-12, sa02 89-90. Pt was put on oxygen with careful observation/assessment of neuro, resp and cardiac status. Bp checked q15min and stable at systolic 140/60; hr 80's.